Event description:
Related manufacturer reference number: 1627487-2022-00476. It was reported the patient experienced ineffective therapy. X-rays confirmed both leads migrated. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.